Event description:
There has been a trend in instances of smoking bipolar cautery cord cables during procedures. The manufacturer recommends discarding these cables after 20 sterilizations. Potential impacts to patients include: risk to burns and delay in procedures. Product: karl storz bipolar cautery cord cables.